Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information received from a consumer patient receiving morphine (concentration and dose were unknown) via an implanted pump. Indication for use was noted as non-malignant pain. It was reported that on (B)(6) 2015 when the patient got up and moved around the pump felt like it was moving. The patient would lay back down and they felt a return in pain and withdrawal symptoms. The patient was released by their doctor due to trust issues. The patient went to another physician and they referred the patient out to have the pump checked. The patient reported that the healthcare provider (hcp) had been increasing the pump medication and decreasing the oral medication. It was noted that the situation was being addressed by the hcp. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug concentration/dose in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.